Event description:
It was reported that there was a broken cable with 8mm prograsp forceps instrument. The customer reported event has no report of patient injury. Intuitive surgical inc., (isi) followed up with initial reporter and obtained following additional information : the reporter did not have information on fragment(s) falling into the patient's anatomy. The reported cable damage on 8mm prograsp forceps instrument was identified during central processing however, reporter was uncertain about it.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.